Manufacturer narrative:
D4; 8; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that the devicew was used during a laparoscopic cholecystectomy, the clips would discharge from the device and would not close. Another device was opened to complete the case. No patient consequences.